Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('stillbirth or miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (anticipated date for essure removal surgery was in february 2019). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, bladder disorder, urinary tract disorder and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, device breakage, mood swings, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy- date(s) of insertion: 21dec2015, 23dec2015 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('stillbirth or miscarriage') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (anticipated date for essure removal surgery was in (B)(6) 2019). Essure was removed. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, bladder disorder, urinary tract disorder and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, bladder disorder, device breakage, mood swings, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: reporter was added. Case become valid since injury nos replaced by new specified events:mood swings, bladder disorder, or urinary tract disorder, device breakage, pregnancy (stillbirth or miscarriage), abdomen pain, device ineffective, device monitoring procedure not performed were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.